Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no other complaints reported in the lot number. Additional info is not expected. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration shunt procedure that the shunt touched the iris. The pt had experienced elevated eye pressure and aqueous leakage. Suture lysis and needling were performed along with treatment with medication. The shunt remains implanted and the pt is reported to be recovering. Additional info is not expected.